Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead had been lost to follow-up for approximately five years. High out of range pacing impedance measurements and high threshold measurements were observed in clinic. A lead revision and device replacement were being considered. No adverse patient effects were reported.

Event description:
Additional information was received indicating this device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
The device was programmed to maximum outputs. The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate these products remain in service. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted inadequate lead insertion depth. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.